Event description:
A patient implanted with evoke spinal cord stimulation (scs) system reported experiencing fever and redness at implant site of evoke closed loop stimulator (cls) following the implant procedure. Intravenous antibiotics were administered which resolved the reported patient symptoms.

Manufacturer narrative:
The evoke spinal cord stimulation (scs) system remains implanted within the patient. The cause of the infection could not be determined. Infection that may require hospitalization with intravenous antibiotic therapy is listed as a potential risk in the (B)(4). Evoke scs system surgical guide. The manufacturing records were reviewed, and the product met all requirements for release with no anomalies identified.